Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the distal set up joint (suj) to resolve the errors. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the distal suj associated with this event to perform failure analysis. A return material authorization (RMA) was issued to evaluate the isi device. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, an error 32101 repeated recoverable fault pointing to arm 1 was observed on the system. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the affected arm was disabled to resolve the issue, and the procedure was completed with 3 arms. Isi did receive the distal set up joint (suj) involved with this complaint to perform failure analysis, and the complaint was confirmed. In artemis, error 32101 was found indicating a high-side switch error suj distal axis controller-t (tornado) processor (act) pointing to +5v to encoder thus confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 32056 on startup indicating i2c device failed to initialize. Also had log errors 319 indicating node not present and encoder errors 1123 and 1174. The unit was then installed a patient side cart fixture test platform (pftp) where it failed node c check. A golden act printed circuit assembly (pca) was installed where it passed the node checks but failed to unlock all brakes. While the definitive root cause is not established, a potential cause from failure analysis may be attributed to an electronic defect of the act pca in the distal suj.

Event description:
Refer to h11 for follow-up information.